Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyglass ds controller was analyzed by enercon technologies, and visual evaluation noted that the retention tongue was discolored and the front panel had abrasions. Product testing was performed. It was found that the light engine needed cleaning and calibration. The light engine was disassembled. The connector socket, dielectric barrier and retention tongue were replaced. The catheter interface contacts were cleaned. The top cover, cover gasket and rear bumper were replaced. The unit passed light engine calibration and electrical safety tests. The reported event was not confirmed as the reported failure could not be replicated during testing. The complaint investigation conclusion code selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the nurse connected the spyscope ds ii but the light never turned on. They tried reconnecting three times but still it did not work. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the nurse connected the spyscope ds ii but the light never turned on. They tried reconnecting three times but still it did not work. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.